Event description:
It was reported that the patient complained of a dull thump in her right chest. Upon interrogation it was noted that the right atrial (ra) lead was not sensing or pacing appropriately. Dislodgement was confirmed by imaging. The ra lead was explanted and replaced. The patient was stable.